Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with over 200 units of insulin. Customer¿s blood glucose was 111 mg/dl. Reportedly, the existing cartridge was filled and loaded successfully.